Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file.

Event description:
Consumer reported complaint for e-5 error code. The e-5 error occurred when the blood sample was absorbed. Daughter is calling on behalf of the customer. At the time of the call, the customer reported symptoms of dry mouth, nausea and feeling tired. Daughter stated she was going to take customer to the hospital. Daughter stated that customer obtained the e-5 error on two different meters; not able to obtain information for the second meter at the time of the call.